Manufacturer narrative:
No further issues were reported after the service visit. The investigation determined the cause was determined to be service maintenance related and the service actions resolved the issue.

Manufacturer narrative:
The electrode lot number and expiration date were requested but not provided. The field service engineer (fse) performed multiple site visits. During the visits, the fse replaced the vacuum, sip nozzles, tubings, and the seal in the sipper. Additionally, the electrodes were replaced and the customer conditioned them. Qcs were run but were very low. The fse then replaced the gearhead pump, sipper nozzle, and vacuum nozzle. Ise checks, calibration, and qc were performed with acceptable results. Further checks were performed with no issues. The investigation is ongoing.

Event description:
There was an allegation of questionable results for an unknown number of patient samples with the na electrode on a cobas 8000 cobas ise module. The customer provided the following example for one patient sample: the initial result was 129 mmol/l. The repeated result was 140 mmol/l.